Event description:
On march 10, 2012, the lay-user/reporter contacted animas on behalf of her daughter (the patient) alleging that keypad up and down arrow button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (submission 05/11/2012) -device evaluation: animas received the pump involved with this complaint and completed a device evaluation on 04/13/2012. Investigation confirmed that the keypad was fully intact, with no peeling or damage observed. The 'contrast' and 'up/down' buttons were sticking, intermittently responding with button presses, and required excessive force to activate the pump's desired functions. The keypad was removed: there was evidence of keypad contamination was located under all button contacts. In conclusion, there was button contact contamination without visible physical keypad damage. An unreported issue was found during investigation. The battery compartment was cracked from the threads to the case seal. This issue is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.